Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The moderately calcified lesion was located in the right coronary artery; the segment location and percent of stenosis are unknown. An unspecified guide wire crossed the lesion and the 1.5mm x 15mm maverick 2 balloon catheter was inflated. Upon the first inflation, at 5 atms of pressure for 20 seconds, the balloon ruptured. The balloon catheter was withdrawn, and the procedure was completed with another of the same size device. No patient injuries or complications were reported. The patient's condition was reported as "ok".

Manufacturer narrative:
The balloon catheter was returned in a deflated state. A pinhole was confirmed in the balloon wall located at the proximal balloon cone. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the pinhole. The available information in the complaint indicates that the lesion being treated was calcified. The most probable root cause is considered to be operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which limited the performance of the device.